Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported issues with the insulin pump. Customer states that their blood glucose readings kept climbing up. Customer also states that there is no delivery and the body may not be absorbing insulin properly. The blood glucose reading is 370 mg/dl. Nothing further reported.